Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was feeling sharp jolts when using certain programs and when they are in certain positions. The patient was feeling the jolts in their beltline, groin and thigh when laying down and when arching there back. The jolts were making the patient buckle their knees. It was noted that the therapy was for there foot. Follow-up was conducted. No further complications were reported.